Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-08009- device 7 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set leaked event on (B)(6) 2024. The blood glucose level was 348 mg/dl. Therefore, patient was treated with correction injection via mdi. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-08009. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003318, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003318 was manufactured according to the work instruction (wi) version 107 and manufactured in the line inset3 on 22/sep/2023, with a total of (B)(4) units. Assembly: the lot 3j01523 was manufactured according to the wi version 8 and manufactured in the line igtl01 on 18/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.